Manufacturer narrative:
Catheter: model #: 8731, lot #: n056283030, implanted: (B)(6) 2006, explanted: unknown. The final pump analysis revealed a pump alarm anomaly. The resonator was cracked; no top shield damage was noted. The pump contained dilaudid.

Event description:
The pump was returned to the manufacturer with no information; no event was reported.